Event description:
Rptr has identified a potentially hazardous situation regarding the use of the linear accelerator to treat pts. It is possible that a calibration change of up to 25% can occur without any visual indication on the machine meters or displays. Also, there appears to be safety interlock mechanism to prevent this from happening. Rptr has found that the calibration shift is due to a change in beam energy that results from fluctuations in beam tuning parameters. Also, a significant change in beam flatness and symmetry occurs, again with no visual indication on the machine meters or displays and no interlocking. The beam tuning parameters can frequently vary significantly. Rptr has observed up to an 11% change in dose calibration from one day to the next. The possibility of calibration and flatness/symmetry changes without any indication or saftey interlock mechanism to prevent treatment can result in the mistreatment of pts.